Event description:
The attending physician observed a prominent screw from an anterior cervical plate construct that was implanted in 2008. An adjacent level procedure was performed in 2009. The construct with a prominent screw was removed during the adjacent level procedure. The case was completed with no further incidences. The patient is reported to be in good health.